Event description:
It was reported that the caregiver placed the alarm on hold and left the patient unattended. The patient then exited the chair and fell to the floor. When the caregiver returned to the room, the alarm was flashing red to indicate that it was on hold. The patient developed a head laceration and expired. The date or exact cause of death are unknown at this time. The falls leader at the hospital acknowledged that the nurse incorrectly placed the alarm on hold.

Manufacturer narrative:
Conclusions: posey has requested the return of the device for evaluation, but the customer declined to return the device at this time. The customer reported that there was no problem with the alarm in any way. The alarm worked as intended during several previous shifts and days, and following the event the hospital¿s fall committee tested the alarm on numerous occasions and demonstrated that it worked correctly. The customer confirmed that the incident was due to user error. The chair alarm was on and the caregiver pushed the button to place the alarm on hold. The caregiver thought she was activating the alarm and did not check to confirm that the alarm was in active monitoring mode (green light). The issue was acknowledged by the falls leader and addressed with the staff. Re-training of the staff on proper usage of the alarms was conducted by a posey representative. Per the instructions for use, the hold feature allows patients to be away from the bed or chair for extended periods without alarm activating (e.g., for meals, therapy, toileting etc.). When the patient returns and weight is applied to sensor or chair belt sensor is connected, alarm will ¿beep¿ once to indicate monitoring has resumed. The red led below hold/suspend will no longer be flashing and the green light will blink, indicating the alarm in monitoring mode. The IFU warns specifically: ¿test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Ensure the green led, indicating mode, is blinking and the red hold/suspend led is no longer flashing red.¿ in this case, per the falls leader at the site, user error contributed to the event. All of the evidence available indicates that the alarm was functioning properly, and the instructions for use provide adequate instructions and warnings for safe and effective use of the device. Therefore, no corrective or preventative actions are required at this time. Manufacturing record # (B)(4)device not returned, user error.